Event description:
The customer reported that there was an 'generator error' displayed on the system. This error is likely to result in an immediate loss of system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was evaluated and identified as requiring replacement. No conclusion can be drawn as conclusive repair information is unavailable at this time. And no additional service information was provided.